Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed that the returned sample was covered with contaminations, no optical deviations on the optic could be found. Due to the condition of the returned lens a diopter measurement could not be performed. The iol passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the right optic which was removed and replaced in a secondary procedure due to unexpected post operative refractive error. Patient was noted to being doing well. No additional information was provided.